Manufacturer narrative:
The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced to mid-nozzle and has overrode the lens. The lens was located within the lens loading area. The trailing haptic was folded onto the optic along the left side of the plunger. The leading haptic was positioned underneath the plunger. The plunger override was most likely interpreted as the reported complaint. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause could not be determined for the reported issue. The used device was evaluated. A plunger override was observed. The lens was in the lens loading area. The plunger override was most likely interpreted as the reported event. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional report that during insertion of an intraocular lens implantation (iol) procedure, the iol was stuck in the injector. An alternate device was used and the procedure was completed without patient harm. Additional information is not available from the reporting facility.